Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) wase exhibiting farfield oversensing. The device also shows loss of capture (loc) on the right ventricular (rv) lead and left ventricular (lv) lead. The device remains in service. No adverse patient effects were reported.